Event description:
During orthopedic surgery to address fractured right hip, an 82 year old female patient went into cardiac arrest just after bone cement was placed into patient. CPR and drug treatment were started. Patient was defibrillated a total of six times and was stabilized approximately 14 minutes later. Surgery resumed and was completed 40 minutes later. Patient was transferred to ICU, where she expired 4 hours later. Other relevant devices in use at the time of incident.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.